Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath (clear) - ous was selected for use, it was leaking fluid from the valve besides the catheter shaft. No air was seen in the patient. Sheath was replaced and procedure was completed. No patient complications were reported. Device is not expected to return.